Event description:
It was reported that pump displayed cartridge alarm 20, and caller stated that event did not cause blood glucose to exceed reported limit and did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Caller loaded new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved without further action reported.